Event description:
It was reported that the patients ipg would not charge and would not cover pain areas. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were discarded per hospital policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 5116484/5117629. Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; serial: na; batch: 23746880.